Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted..

Event description:
Device evaluation complete.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, crease fold, brown particles inside the device. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease sharp opening on radius. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation¿.

Event description:
Patient reported left side deflation. Device remains implanted.